Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that their (B)(6) control results have shifted down since starting to use a new lot of architect (B)(6) reagent and calibrator. The customer retested (B)(6) patients and found 1 patient whose results changed to (B)(6). The initial results for the patient were (B)(6). With the new reagent (B)(6) results of (B)(6) were generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed out of range low results with non-abbott control virotrol I e when using architect (B)(6) reagent, lot number 38931li00. The customer also observed a non-reactive patient result with this lot, whereas the sample was reactive with a previous lot. Since a non-reactive result for the (B)(6) non-abbott control was obtained and no abbott controls were tested the associated patient test results are considered invalid. No returns were made available from the customer site for this investigation. Customer complaint data was reviewed and no adverse trends were identified related to a sensitivity issue. To evaluate the reagent's performance, (B)(4) replicates of pc1, pc2 and pc3 were tested across three instruments with a retained kit of architect (B)(6) lot 38931li00. All (B)(6) control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels ((B)(6)). The seroconversion panel results were compared to architect (B)(6) test results provided by (B)(6). Architect (B)(6) lot 38931li00 detected the same bleeds as reactive for the seroconversion panels when compared to the data provided by (B)(6). Based on this data it was shown that the sensitivity performance of the lot is not adversely affected and is comparable to historical lots. Statistical process control (spc) charts of final release testing data showed that reagent lot 38931li00 were released with a lower value for the (B)(6) control 1 in comparison to the reagent lots before. However the pc-1 performance as well as the pc-2 and pc-3 performance of the reagent lots was well within release specifications and well within lower and upper control limit of the spc-process. Furthermore the investigation regarding sensitivity demonstrated that architect (B)(6) lot 38931li00 performed as intended. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was performed. No non-conformances or deviations were identified. The architect (B)(6) package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.